Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm was confirmed via the log file. The system controller (serial #: (B)(6)) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 15 hours (B)(6) 2021 between 05:34:57 ¿ 21:02:39 per time stamp). On (B)(6) 2021 at 15:33:23, a com a fault was triggered and at 15:34:42, a driveline communication fault alarm activated. The com a fault remained intermittently active throughout the rest of the log file and the driveline communication fault alarm remained constantly active for the rest of the log file. There were no other notable alarms active in the log file. Pump operation was not affected. Multiple good faith efforts were sent to retrieve product return information; however, no response was received. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for (B)(6) and the it was found to pass all manufacturing and quality assurance specifications before being shipped to the customer on 15jun2021. The heartmate iii instructions for use (IFU) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ states how to properly interpret and troubleshoot all system alarms. The heartmate iii IFU section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient came to clinic with a driveline communication fault alarm. The alarm was cleared but returned overnight. Log file analysis captured fault events starting on (B)(6) 2021 at 15:34 that continued for the remainder of the log file. Both the modular cable and controller were exchanged; it was unclear if the fault alarms resolved and if so, which exchange resolved the alarms. Related MFR # 2916596-2021-06794, 2916596-2021-06398.